Manufacturer narrative:
This product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this patient had previous untreated episodes due to oversensing. Recently, the patient has received inappropriate shocks due to oversensing of noisy signals that was reproducible in both primary and secondary vectors. The impedances from these shocks were high but still within range. Subsequently, the entire subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.